Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6, h10. Corrected fields: d5, e2, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. It was unknown if reprocessing was performed according to the instructions for use (IFU). The cause of the material remaining in the device could not be determined. However, it was determined possible the device was difficult to reprocess correctly due to physical damage at the area where foreign material was found. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope nozzle was found to be clogged with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: the plastic distal end cover had a sharp edge, the bending section cover glue was cracked, the connecting tube was wrinkled, the air/water nut paint was peeled off, the suction cylinder nut paint was peeled off, the right/left and up/down knob was discolored, and the key top 1 had discoloration. In addition, the switch box unit was discolored, the color ring was discolored, the universal cord had a scratch, the angulation had less or specified value, the angulation had play, and the air and water functions were both under specification values. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.